Manufacturer narrative:
The lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm; sn (B)(6) was in use on the patient from (B)(6) 2025 until the pump was exchanged on (B)(6) 2025. The event occurred on 2025-08-31,which is (20 days) after the pump was placed on the patient. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. Another adverse event that occurred on the same patient has been submitted as 3004582654-2025-00049.

Event description:
A physician contacted berlin heart gmbh clinical affairs (ca) on 2025-09-01 to report a new event on a patient who experienced subdural hematoma on (B)(6) 2025. After reducing anticoagulation, the size of the hematoma decreased. However, the CT scan on (B)(6) 2025 showed that there are low attenuating changes on the left side of brain, indicating an ischemic condition. The ischemic event appeared to have occurred 24 hours earlier. The patient was being supported with a lvad excor blood pump pu valves; 15 ml in/out; ø 9 mm, sn (B)(6). Small fibrin deposits were seen prior to the event. A pump change was performed on (B)(6) 2025. There are no more deposits and no deterioration in neurological status.